Event description:
It was reported that the patient had no external power alarms on 12oct2023 and 14oct2023. It was noted that the no external power alarms were possibly due to the mobile power unit (mpu) being unplugged. Log files were submitted for review. The log captured no external power events on 12oct2023 and 14oct2023. It was noted that during a conversation between technical services and the customer, it was revealed that the patient reported they allowed the mpu to become unplugged from the ac wall outlet. It was confirmed that the mpu had a v-lock connector on the ac power cord and that the ac power cord came loose at the wall outlet and did not come loose from the back of the mpu. It was noted that there were no environmental circumstances that would have affected ac power at the time of the event. The patient returned on 23oct2023 for left ventricular assist device (lvad) interrogation and had no events since 12oct2023. They were advised to send log files again if the patient had any red heart alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d3, g1: updated information, section d1, brand name: corrected, section d4, catalog number: corrected, section d4: lot number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 16 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). No external power alarms consistent with a loss of ac power were active on (B)(6) 2023 at 23:22:08 and on (B)(6) 2023 at 10:14:08. The alarms cleared once power was restored. The backup battery was able to provide power to the system during the event. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 20oct2023 stated the mpu has a v-lock connector. The ac power cord came loose from the outlet causing the no external power alarms. The mpu was not exchanged. The root cause of the reported event was stated to have been caused by the ac power cord coming loose from the outlet. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.